Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 1008 mg/dl and the customer went to the emergency room. The customer was treated with insulin and fluids. After 6 hours the customer left the ER with a bg of 312 mg/dl and was in "good condition". The customer alleged the pump was not working. The pump history showed the appropriate low battery alerts and the pump shutdown alarm 12. The pump was not reset until after approximately 5 hours. The customer insisted that the pump was not turned off for more than 5 minutes. The customer declined to upload the pump data for further review by tandem technical support to confirm sequence of events.